Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure and bent cannula or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism had a delayed deployment and the pod was unable to be used. The cannula is bent.

Manufacturer narrative:
The data presented an 0x1c alarm. The device completed first prime at 44 pulses, and it was deactivated at 2170 pulses. No damages were observed to the needle mechanism that would cause the needle to deploy early. No bends nor kinks were observed to the soft cannula.